Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) model#: sc-4316 lot #: 16160062 description: next generation anchor kit-sterile the explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted patient's ipg showed high impedances on contacts a1, a6, a7, a8, b1, b7, b8, c2, and c6. The patient underwent a revision procedure wherein leads, splitters and clik anchors were replaced. The patient was doing well postoperatively.